Event description:
Received a report from a retail account informing co they had been contacted by a consumer who sought a medical examination after experiencing headache, nausea, dizziness and abdominal/cervical pain for two to three weeks. Consumer indicated their doctor removed part of a tampon pledget.